Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 146 mg/dl at the time of the incident. Customer¿s mother state that she was not able to rewind and perform displacement test due to her son went to school. The insulin pump will not be returned for analysis.